Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a broken blade. The blade broke at roughly 0.16¿ from the base. The broken piece was returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical gastrectomy surgical procedure, the harmonic ace instrument blade fractured. The customer used a spare instrument to continue with the procedure. No fragments were reported to fall inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and nothing was noted out of the ordinary. The instrument did not break into the human body. The issue occurred in about an hour after the surgery started. The surgeon does not remember any issues with the functionality of the instrument. The instrument did not have collisions. The instruments were removed correctly. Cracks on the instrument were found after removal and broke after gently wiping. When asked, if all fragments were confirmed to be retrieved the customer replied, "instrument integrity." No additional procedures we required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed with a backup instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A followup MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a piece detached. No conclusive determination can be made based on this analysis.